Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. In response to the warning letter that the united states food and drug administration issued to sorin biomedica crm (dated oct. 29, 2009), sorin is filing this MDR at this time. (B)(4). Conclusion: no manufacturing defect was evidenced during this investigation, and specifically the function of the screw was found to be normal. The stylet used to extend the fixation screw in this case was not returned to the manufacturer; perhaps an aspect of this stylet contributed to the issue as witnessed by the physician. The returned device operates as intended; the cause of reported event is unknown.

Event description:
During the reported implant attempt, difficulties were encountered while operating the fixation mechanism of the device.